Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited out of range defibrillation impedance. No intervention was done. There were no patient consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.